Event description:
It was reported that during a iliac stenting procedure, the stent became stuck on the wire. The lesion was located in the external iliac artery. After successful deployment of the stent, the stent delivery device became stuck on the wire during removal attempts. The physician had to remove the "entire sheath to finish the case". The procedure was completed with this device. No patient injuries or complications were reported. Patient status is listed as "fine". Further information has been requested, but has not been received.

Manufacturer narrative:
.